Event description:
It was reported to bsc on (B)(4) 2007 that during an ercp, the tome broke as the current was applied. The pt gender and age is unk. No part of the device detached into the pt. It was also reported that the procedure was completed successfully using a second device and that there were no reported adverse effects for the pt.

Manufacturer narrative:
This device has been received by this MFR, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. (B)(4).